Event description:
It was reported that the customer experienced a blood glucose (bg) level that was "high" (specific value was not provided). Customer gave a manual injection to address bg level and went to the emergency room (ER). Reportedly, customer declined further assistance from tandem technical support regarding the ER issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.